Manufacturer narrative:
The report of this MDR has been delayed by technical reasons when uploading to the electronic submission gateway. In addition, it is sent as part of a corrective action due to an mdsap audit finding. This MDR identifies a device malfunction. The investigation on the returned device has been concluded and the most probable root cause is suspected to be excessive force applied when retracting the device. The IFU states in the precautions and in the directions for use sections: "if resistance is encountered during removal do not used force to retract the device as this may result in damage to the ptca dilatation catheter. Simultaneous removal of the entire system (e.g. Ptca dilatation catheter, guide wire and guiding catheter might be advised." A review of the device history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Analysis of this complaint failure mode showed that the severity and frequency of this failure mode is within the current approved risk acceptance criteria. The event did not affect the patient, who was discharged home after the intervention.

Event description:
It was reported from the institution that during a percutaneous ventricular assist device removal (pvad) an opn nc balloon was dilated to 28 atm during 4 inflations with the specified product indeflator. Balloon functioned as expected but upon removal from the artery into the guide catheter, the balloon shaft fractured in the guide catheter. Balloon catheter was unable to safely be removed from guide catheter. Decision was made to remove the guide catheter with the fractured opn balloon inside. After removal from patient body, balloon catheter was pulled out of guide catheter and guide catheter was flushed to confirm all parts were accounted for. No foreign body retained. Guidewires (asahi sion blue), balloon, and guide catheter all removed as single unit and replaced with new equipment to complete procedure. Sis medical was informed, that no patient injuries occurred and the patient was discharged home.